Manufacturer narrative:
The t:slim user guide instructs the user to check the t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently entered the blood glucose (bg) level into the carbohydrate setting and delivered 23 units of insulin. The customer went to the emergency room (ER) as too much insulin had been delivered. The customer was treated with "lots of carbs to try and stop a low bg". The customer did not know the bg level prior to the emergency room visit and was in the 200s when she left the emergency room after a few hours and was in stable condition.